Manufacturer narrative:
(B)(4). Results: jaws unable to open_open after assisted, advancer bypass, orange indicator did_not show up, malformed clip. The analysis results of the device found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, 1 pear shaped clip was formed and the remaining 2 clips were conforming according to our manufacturing specifications. A possible cause of malformed clip may be that an advancer bypass happened. This can occur when the tip of the advancer is above or below the clip instead of being positioned at the back of the clip, since the clip is not fully advanced in the jaws. This will prevent the jaws from closing properly, resulting in a pear shaped clip and subsequently the jaws may remain closed after firing, requiring a manual trigger opening. In addition, the device locked out as intended but the orange indicator did not show up, this finding is not related with the incident reported. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown laparoscopic procedure, the clip was not fully advanced into the jaws. The clip was set about 2 millimeters behind from the tip. It was unknown which firing of the device this event occurred on. Another device was used to complete the case. There were no adverse consequences to the patient.